Event description:
During a gastric bypass, the pt's spleen started to bleed. The system 7500 did not work to the physician's expectations to stop the bleeding. The physician changed pencils and the system 7500 still did not meet the physician's expectations. The physician then decided to remove the pt's spleen. The initial rptr stated that part of the problem was that the physician was unable to locate the source of the bleeding due to the amount of blood.

Manufacturer narrative:
A review of this complaint revealed that additional info was received on 11/13/2009 making this a reportable event. The eval by conmed electrosurgery revealed the internal filter and connector of the argon beam generator (system 7500) was damaged.